Event description:
Clinic notes received on (B)(6) 2012 and dated (B)(6) 2012 reported that the patient has a medical history significant for stroke and fainting/ dizzy spells. It is currently unknown if these events are believed to be related to vns. Attempts for additional information are in progress.

Event description:
Attempts to obtain additional information have been unsuccessful to date.

Event description:
The neurologist indicated that the patient experienced mild disorientation with the fainting. The neurologist does not believe that vns therapy is related to the patient's stroke and fainting, and no interventions have been taken. The neurologist indicated that the patient's fainting is not associated with device stimulation and there were no causal or contributory programming or medication changes that preceded the onset of the patient's fainting. It is unknown if the patient has a medical history of fainting pre-vns.

Manufacturer narrative:
Date of event, corrected data: the date of event was corrected based on information received from neurologist.